Event description:
It was reported that during a laparoscopic prostatectomy the device stopped working after being used for approximately one hour. The procedure was completed with a new device. No reported patient consequence.